Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred when the customer attempted to deliver a bolus. Additionally, it was reported that cartridge alarm 6 (vent not working) and a cartridge alarm 19 occurred during pumping. A new cartridge was loaded; however, another cartridge alarm 19 occurred during the load process. Reportedly, a valid incomplete load alert occurred as the customer entered the change cartridge screen and did not exit the screen within 90 seconds. The customer's blood glucose (bg) level was over 400 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the supplies were changed. The customer reported that the pump would continue to be used for insulin therapy and the customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed and the reported cartridge alarm 19 was confirmed. The reported issues (occlusion alarm and cartridge alarm 6) were identified in the pump logs; however, no failure was identified. In addition, a different issue was also found.